Event description:
It was initially reported that this electrode and associated subcutaneous implantable cardioverter defibrillator had small amplitude signals associated with some oversensing. A boston scientific technical services suggested troubleshooting options to find an appropriate vector. Almost a year and a half later, we received information indicating that the patient, when they were descending the stairs, received an inappropriate shock resulting in a fall. As they were trying to rise, another inappropriate shock was delivered. No medical attention was necessary for the fall. This electrode remains in service.